Event description:
A customer reported an issue with her freestyle flash blood glucose meter which did not give the blood glucose result after the sample was applied. She reported she experienced the following symptoms: dizziness, dry mouth, sweats and " urinating a lot". She also reported she lost consciousness and being treated by a doctor because of the event, however, she was not reportedly diagnosed for severe hyperglycemia or hypoglycemia. The customer also reported taking glucophage and drinking orange juice to counteract the symptoms. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned.